Manufacturer narrative:
Date of event: date of event was approximated to 06/01/2019 as no event date was reported. Problem code 1074 captures the reportable event of balloon burst. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Additional information: b5, d8, h8 and h10.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a procedure performed on an unknown date. According to the complainant, it was noted that the balloon burst at 15mm. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on july 02, 2019. It was noted that the anatomy location was esophagus. The event occurred during the procedure and reportedly, the procedure was completed with another cre pro wireguided dilatation balloon.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a procedure performed on an unknown date. According to the complainant, it was noted that the balloon burst at 15mm. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.